Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The button error alarm could not be verified and the rewind and basic occlusion, prime, the excessive no delivery and displacement tests could not be performed due to the blank display. No damage keypad or damage inside the device was noted. It was also received with an ink spot/bleeding in lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 322 mg/dl. He explained that he had just received this device and due to the blank display, he reverted to his old insulin pump. The customer's old insulin pump had button error alarms. It was advised to revert to a back-up plan. Troubleshooting was not performed. The device was returned for analysis.